Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced unevaluable event ("CT scan performed and found an implants that could be essure on right peri-medium (2mm)."), asthenia ("asthenia") and depression ("depressive syndrome"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, unevaluable event, asthenia and depression outcome was unknown. The reporter considered asthenia, depression, medical device removal and unevaluable event to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: implants that could be essure on right peri-medium (2mm). Most recent follow-up information incorporated above includes: on 7-feb-2019: the case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case (B)(4) was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced unevaluable event ("CT scan performed and found an implants that could be essure on right peri-medium (2mm)."), asthenia ("asthenia") and depression ("depressive syndrome"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, unevaluable event, asthenia and depression outcome was unknown. The reporter considered asthenia, depression, medical device removal and unevaluable event to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.